Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. During the case the handpiece will not activate after a few minutes of burring followed by a 1 second computer lag which then would jump 45 degrees. The case was then completed successfully with a 45 min delay.

Manufacturer narrative:
Reported event: mako robotic arm with reported event of "set rio down" error message. Method & results: -device evaluation and results: pre engineering review of event video and lab reproduction of based on the event sequence, engineering is able to identify the occurrence to be an intentional safety feature. To prevent over resection of bone when in foot switch mode, a "safe cutting lockout" feature disables the burr for 2 seconds to allow the surgeon to return to intended cutting surface. This event has been confirmed. -device history review: review of the robot DHR indicates that it was assembled and accepted into inventory on 5/27/2010. -complaint history review: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding corrupt file causing anspach motor stop. There were no other events found for the referenced serial number. Conclusions: pre engineering review of event video and lab reproduction of based on the event sequence, engineering is able to identify the occurrence to be an intentional safety feature. To prevent over resection of bone when in foot switch mode, a "safe cutting lockout" feature disables the burr for 2 seconds to allow the surgeon to return to intended cutting surface. This event has been confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. During the case the handpiece will not activate after a few minutes of burring followed by a 1 second computer lag which then would jump 45 degrees. The case was then completed successfully with a 45 min delay.